Event description:
Pt presented 2006, with corneal ulcer right eye involving anterior stroma. Pt was a contact lens wearer, denied overnight cl wear, denied cl abuse. Had used renu -unk mositureloc- among other cl solutions over the previous few months. Initial stains and cultures from corneal ulcer right eye were negative. Corneal ulcer worsened over next few days, appeared to involve anterior and posterior stroma. Cultures and stains repeated -cultures taken from corneal ulcer and contact lens/contact lens case- and pt started on topical amphotericin and natamycin and oral itraconazole same day -the following month. Culture from corneal ulcer again negative but contact lens/contact lens case were positive for fusarium. Corneal infiltrate worsened despite medical therapy and was noted to be extending peripherally in deep cornea along descemet's membrane. Pt underwent penetrating keratoplasty to remove deep progressive fusarium infection. Histopathologic study of removed cornea confirmed presence of hyphae in deep corneal stroma. Pt treated with antigungal therapy postoperatively with gradual taper. Two months later, no evidence of recurrence of infection, clear corneal graft.